Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken ceramic sleeve. Broken piece(s) are missing as a result of breakage. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The missing pieces was not returned. Ceramic sleeve does not exhibit scratch marks. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the permanent cautery spatula instrument broke, debris fell into the patient was retrieved during the same procedure. An x-ray was performed to confirm that no fragments remained inside the patient. The procedure was completed as planned.